Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2017) is considered to be a best estimate. This MDR represents the 3dmax light (device 2). An additional supplemental emdr was submitted to represent the 3dmax light (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2017 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax light (device 1 and 2). Per op notes, ¿a curvilinear skin incision was made. A direct pseudo sac was identified on the right and dissected away. A 3dmax light (device 2) was placed on the direct defect and secured to the anterior abdominal wall with tacking device. The direct hernia was identified on the left. A 3dmax light (device 1) was placed and secured to the anterior abdominal wall with tacking device. Two pieces of mesh had a small degree of overlap in the midline.¿